Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead - (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated normal battery depletion.

Event description:
It was reported that the device was not pacing, and the battery was found to be at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was not pacing, and the battery was found to be at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.